Event description:
It was reported that the patient was referred for surgery due to high impedance. During the surgery, fluid was seen inside the silicone tubing and a full revision was performed. The suspect product has been received by the manufacturer and is awaiting completion of product analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed on the suspect device. Visual analysis showed a reddish-brown substance on the connector pin and eds showed the substance to contain carbon, oxygen, silicon, phosphorus, potassium, chromium, iron, nickel, and molybdenum. Other than the naturally occurring elements, iron had a strong presence. Incisions were made to allow for continuity checks and showed no open circuit conditions. Pa worksheet was reviewed and the first and second returned portions of the lead showed abraded openings on the outer tubing in two places as well as dried bodily fluids inside the inner and outer tubing. Internal abrasions were observed and the tubing was compressed in some areas. The coils are kinked and the condition of the lead outside of the previously mentioned abraded openings and fluid leaks are consistent with the explant procedure.

Event description:
Product analysis was completed on the associated generator. An interrogation, system diagnostic test, and comprehensive automated electrical evaluation (shows ifi=no condition) was performed. No anomalies were seen and the device performed according to functional specification. Pa worksheet was reviewed and no anomalies were seen. Data dump was reviewed. The last impedance change seen was on the date of explant from 5958 ohms to 22361 ohms.